Event description:
It was reported that the jaws were shut closed and they were unable to reopen after use.

Manufacturer narrative:
(B)(4). Investigation summary ==> according to the information received the ats45 device would not open. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received in closed position with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot ==> null. Device history batch ==> a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device history review ==> null. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? They added a trocar to cut the tissues to be able to remove the device from the patient. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? They pretty much tried everything they could think of. They mainly tried forcing it open via the handle, but with no success. Did the jaws eventually open? No. Part of the removed tissues are still in the instrument sent to pc. They cut as much as they could, but there is still some left.